Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with first injection of 0.7 ml juv¿derm volbella¿ xc to the nfl and superior lip. Approximately two and a half months later, patient tested positive for covid-19, deemed not related to the device. Nine months later, patient developed firm masses. Treatment for firm swollen masses was provided by an ent plastic md. Approximately four months later, patient had a 2nd injection with 0.3 ml juv¿derm volbella¿ xc to the superior lip. A month later, patient had a left inferior lip salivatory gland excision. Needle biopsy and CT were also performed on the left medial cheek. A month later, another excision of left superior lip and medial cheek were performed revealed extensive non-necrotizing granulomatous inflammation with cd68 positive histiocytic cells and giant cells associated with alcian blue positive material. Clinical history of hyaluronic acid filler injection is provided, and the overall findings are compatible with foreign body reaction. Patient was treated with antibiotic, oral prednisone and currently intralesional kenalog injections and hyaluronidase injections. Post-excision noted swelling masses b/l superior lips.treatment was also provided as right inferior eyelid/lat nose bridge, right medical cheek, right nlf, right superior lip, right oral commissure injected with intralesional kenalog. Patient is pending visit with ophthalmologist for vision impairment of left eye. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03100 (allergan complaint #pr (B)(4)). This MDR is being submitted for 2nd injection of the suspect product, juv¿derm volbella¿ xc.